Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4) serial# , implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter. (B)(6) 2021. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 641 mcg/day) via an implantable infusion pump. It was reported that during a pump replacement surgery clear fluid poured out of the pocket when it was opened. The catheter access port was aspirated and while the hcp was able to draw back fluid there was more bubbling than normal. It was identified that the connection between the pump and the pump connector of the 8709 was loose/leaking; it did not appear to be attached to the pump appropriately. The pump connector portion of the 8709 was replaced with a 8578.

Manufacturer narrative:
H3: the pump was returned device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis found damage in the cup of the connector and indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. Continuation of d10: product ID 8709sc lot# n149967019 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.